Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge/segmental resection, at the second firing segmental resection of the lung, the handle and reload were used. The surgeon tried to clamp the tissue, however, a crack sound was heard at pivot point and the cartridge seem to break. Cartridge was replaced by a new one and the firing was completed. Patient status is unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was fractured. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.